Event description:
It was reported that as soon as the introducer was inserted, and the swan ganz in situ, it was noted the hemostasis valve was found leaking around the catheter into the cathguard. As a result, it was removed and replaced without difficulty or complications to the pt. The clinician reported, "this is the second time this happened. Last week it was noted on a pt whose catheter had been inserted three days earlier. That one was also replaced by the clinician. The lot number of that catheter was not available. Additional info received indicates that the central venous catheter set, cv-22854, was being used with the ca-09801-sb.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.